Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a scratched tube extension. The orange plastic beneath the laser marking was exposed. There was material missing.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure there was broken/scratched insulation seal at the tip of the monopolar curved scissors (mcs) instrument. The procedure weas completed as planned. On 3/29/2024, isi followed up with the initial reporter and obtained the following additional information: there was no arcing observed. The scratch was identified during placement on the shelf when the instrument came back to the or after sterilization. The instrument was not being used at the time. They do not know when/how the scratch occurred. They had no incidents reported due to such reason recently. There was no injury to the patient.